Event description:
It was reported that during an ascending atrial appendage procedure, the device failed to fire, did not cut, and did not deploy staples. No patient consequences were reported. No additional information provided.

Manufacturer narrative:
(B)(4) date sent: 09/17/2025 d4: batch #463d47. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was received with no apparent damage and with a tr45w reload no loaded on the device. The reload was received unfired. Upon mechanical test, with the returned reload was loaded in the channel and the device was unable to fired. Further analysis shows the wedge guide was missing and only the pusher was noted inside the jaws, this condition did not allow to fire the device. No functional test was performed due the condition of the device. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 463d47, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.